Manufacturer narrative:
Device passed the displacement test and self test. No unexpected audio/vibrate anomaly /absence of alarm. Device received with cracked lcd window and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the screen was bubbling up at the left top corner. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.